Event description:
It was reported that the insulin pump alarmed compromised force sensor system during prime. Customer stated unable to finish the prime procedure and the insulin squirts out. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.